Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc, act and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no failed batt test and low battery alert noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that they had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the buttons were unresponsive. It was reported that they had no delivery alerts. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer reported that the buttons don¿t work and other times it kept scrolling with no input. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.